Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one imp, tsv,4.1,11.5, mtx, mg (tsvt4b11), mount and mount screw were returned for investigation. Visual evaluation of the as returned products identified fracture near the screw head and at the mount hex. Functional testing could not be performed due to the nature of the devices and events. Device history record (DHR) review for the lot (1248186) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248186) for similar events (complaint category keywords: functional: fracture: screw & mount) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported mount and screw fracture after implant placement. The implant was removed because a piece of the broken screw remained inside. Another implant has been placed in order to complete the procedure.